Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a guide wire coating detachment occured. The lesion was located in the common bile duct (cbd). The physician advanced an unspecified, reusable sphincterotome, performed a cholangiogram, and removed the device. An unspecified rapid exchange cytology brush was advanced to "brush the stricture" in the cbd. The sphincterotome was re-inserted in conjunction with the 0.035 jag precursor guide wire and advanced to the lesion. The sphincterotome was removed and another manufacturer's 7fr/11cm stent was advanced over the guide wire to the lesion. Following deployment of the stent, an x-ray was performed which revealed a "spot" located in the distal cbd. Upon removing the guide wire, it was noted that approximately 0.5cm of the coating had detached approximately 2cm from the distal tip. It was not known if any attempts were made to retrieve the detached coating. The procedure was completed without further intervention. The patient's status is reported as "stable".